Event description:
It was reported that patient had a revision of right acetabular due to painful loose cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned. A medical review was not performed because insufficient information was provided. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient had a revision of right acetabular due to painful loose cup.